Manufacturer narrative:
Concomitant medical products: 3998 pain stim lead, implanted: (B)(6) 2003, 748951 neuro extension: implanted: (B)(6) 2003, 748951 neuro extension: implanted: (B)(6) 2003, 5568-53 lead, implanted: (B)(6) 2010, 37092 neuro adaptor, implanted: (B)(6) 2010, 748951 neuro extension, implanted: (B)(6) 2010, 37702 stim ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sharp drop and low impedance were noted on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.